Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as, per the patient, the device never worked. A surgical procedure was performed, during which a hole in the cuff was noted. All components were removed and replaced and no additional patient complications were reported.